Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high shock lead impedance measurement of 130 ohms. Technical services (ts) was consulted, and troubleshooting was performed by removing the lead from the header and inserted again followed by a synchronized commanded 11j (joule) shock was performed with a shock lead impedance measurement of 112 ohms. The physician elected to remove the attempted lead and successfully implant a new lead with the same model number. The new lead was tested, and the shock lead impedance values were acceptable. There were no visual abnormalities with the attempted lead after explant. The attempted lead is expected to return for analysis. No adverse patient effects were reported. Product returned for analysis.

Manufacturer narrative:
The attempted lead was returned for analysis and based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high shock lead impedance measurement of 130 ohms. Technical services (ts) was consulted, and troubleshooting was performed by removing the lead from the header and inserted again followed by a synchronized commanded 11j (joule) shock was performed with a shock lead impedance measurement of 112 ohms. The physician elected to remove the attempted lead and successfully implant a new lead with the same model number. The new lead was tested, and the shock lead impedance values were acceptable. There were no visual abnormalities with the attempted lead after explant. The attempted lead is expected to return for analysis. No adverse patient effects were reported.